Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test however, the pump experienced an unexpected low battery and power loss alarm during testing due to connector resistance electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customers father reported via phone call that the insulin pump had replace battery now alarm. Customer's blood glucose value was 138 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that this was the second occurrence of replace battery now alarm. The customer stated that they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer states the battery cap is not loose, cracked or damaged. The device will return for analysis.